Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and was not able to duplicate the reported issue. The fsr changed the apnea interval alarm limit from 20 seconds to 6 seconds and lowered the rate from 12 to 9. Afterwards, the apnea alarm was triggered. The rate was changed to 10 and the apnea alarm cleared. The steps were repeated several times and each time the apnea alarm would clear. The issue could possibly be with the alarm limit or the patient was not triggering a breath. Ovp (operational verification procedure) was performed and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator experienced would not clear apnea alarm even with patient making respiratory effort. The customer reported they took the vent off the patient as soon as they realized they could not stop the apnea alarm.